Event description:
Ethicon stapling device atm45 failed to fire 2nd reload cartridge. This has been a recurring problem at this institution. I have filled out multiple complaint forms and sent these devices back to ethicon's independent lab for qa. Device fails to fire staples and cut tissue. This usually happens on the second firing of the deivce. The device is made to insert a disposable cartridge into the end of device to staple/cut tissue. This occurs during laparoscopic assisted vaginal hysterectomy. Failures are not surgeon specific.